Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had rf pic failed self test alarm. The customer blood glucose level unknown. The customer will not return insulin pump for analysis.

Manufacturer narrative:
Device received with rf pic failed selftest alarm during self test, problem isolated to rf board. Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. Device passed all operating currents tested within the spec range and passed off no power test.